Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence during coughing and exertion. Additionally, the cuff exhibited deflation issues, leading to urinary retention. A suprapubic catheter was placed to drain the bladder, and a surgical procedure was performed to remove and replace all the components. No further patient complications were reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence during coughing and exertion. Additionally, the cuff exhibited deflation issues, leading to urinary retention. A suprapubic catheter was placed to drain the bladder, and a surgical procedure was performed to remove and replace all the components. No further patient complications were reported.